Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. The device was not in patient use. The device was evaluated by a third party field service engineer and the customer's complaint was not duplicated. The test failure was due to user error and no malfunction of the device was observed.

Event description:
The manufacturer received information alleging a ventilator failed a test step. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.